Event description:
It was reported that the female connector tubing of the planecta was detached during use. The problem was noticed when the alarm of the patient monitor went off and the line was immediately replaced. It was also stated that probably the line had not been replaced since the kit was first placed on 8 may, and it was unlikely that any strong force would act on the kit because the line had enough length.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) complete single dpt kit. Pressure tubing bonded to male connector of sampling site was detached. Indication of bonding solvent was present at small part of tubing bond area. Damage occurred on patient side of the kit.